Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro coating on the top jaw started to peel away. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Blood and charred tissue was observed on the hot jaw and heater wire. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached to the base and tip of the hot jaw. The silicon insulation on the tip of the cold jaw was observed to be peeled away, exposing the metal tip of the cold jaw. No other visual defects were observed. Based on the return condition of the device, the reported failure "peeled jaw" was confirmed as well as confirmed for the analyzed failure "material twisted; bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro coating on the top jaw started to peel away. A replacement device was used to complete the procedure. The hospital did not report any patient effects.